Event description:
It was reported that the device was used during a vein ligation. The surgeon reportedly attempted to place clips on the vessel, with each firing clips either scissored or wouldn't approximate. The case was completed opening a new clip applier. There was no consequence to the patient.